Manufacturer narrative:
A visual inspection confirmed the customer's report as one of the samples was received with a bulge in the pumping segment. During functional testing, no manufacturing defects were observed that may. Have contributed to the customer's report. The silicone pumping segment returned to normal once the clamps were opened. Please note, ballooning of the silicone segment is not a manufacturing defect and is typically caused by an excessively high internal pressure. Without further information, it has not been possible to. Determine what factors may have led to the customer¿s report.

Event description:
The reported feedback suggests that there is a bulging silicone segment.

Manufacturer narrative:
A sample was not available for investigation ; however the customer provided a photograph of the affected sample ; analysis of the photograph confirmed the customer's report with the silicone segment noted to have bulged. The details of this feedback were forwarded to the manufacturing site for investigation. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Please note, ballooning of the silicone segment is not a manufacturing defect and is typically caused by an excessively high internal pressure. Previous investigations have identified that administering an IV push without clamping the line above the injection port can create an internal pressure high enough to cause this effect. Without further information, it has not been possible to determine what factors may have led to the customer¿s experience in this instance. A review of the database indicates that there have been a small number of similar complaints, however they have not been attributable to a product defect or manufacturing issue.

Event description:
The reported feedback suggests that there is a bulging silicone segment. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.